Event description:
A journal article was reviewed which contained information regarding these leads. It was reported that there was a lead dislodgement after implantation of the leads. The status of the leads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: cardiac perforation and lead dislodgement after implantation of a mr-conditional pacing lead: a single-center experience. Pace pacing and clinical electrophysiology,. 2014;37( 1):4-10. (B)(4).